Event description:
As reported by distributor in (B)(4), hosp was utilizing a valved PICC device. The guidewire was inserted, but the user experienced some difficulty and withdrew the guidewire to find it had unwoven. The used device was returned for evaluation. No pt injury or complications resulted.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the july 2009, navilyst medical complaint report did not note any adverse trends in the vaxcel pasv PICC product family for the failure mode of "guidewire unraveled." The returned guidewire was forwarded to our guidewire supplier, (B)(4), for evaluation. They confirmed that the core wire had fractured and that the guidewire had unraveled. The visual evidence suggests that the distal tip of the wire came under constraint while advancing the device in the procedure. When the attempt was made to remove the device, the core wire sustained a tensile overload fracture, followed at some point by an overload fracture of the coiling wire. This analysis is consistent with the hosp's report of "experiencing difficulty" when utilizing the wire. All lake region history records for the reported lot indicate that the device met specification prior to shipment. Navilyst medical incoming inspection process controls for this device include visual inspection for damage or defects, as well as dimensional inspection for length, o.d., and tip tensile strength. (B)(4).